Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, upon device interrogation in its box on (B)(6) 2012, the device was found in standby mode, this took place in the distributor office. An explanation was required.